Event description:
A customer reported that the left side button of the footswitch does not work. It is unknown when this was detected and it is not known if a patient was involved. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).